Manufacturer narrative:
On 12/1/2020, bwi received additional information regarding the event. The physician had inadvertently neglected to flush the sheath ahead of time and used an open-air line to flush the sheath--which is not what the instructions for use (IFU) directs. The physician's actions qualifies as "incorrect use" of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with carto vizigo¿ 8.5f bi-directional guiding sheath - medium and suffered air embolism requiring no intervention. It was reported during an atrial fibrillation case, an air emboli was noticed. There was st elevation observed on the patient's ECG signals on the recording system. The air emboli was confirmed by fluro x-ray. The air emboli was aspirated out of the patient by the cardiologist. The patient was reported to be in stable condition. Device evaluation details: the returned device was visually inspected, and no physical damage was found. After that, the catheter was tested in the carto system and it was found within specifications; the device was properly visualized, no error showed. Then an electrical test was performed and no issue was found. Also a deflection test was performed, and the curve deflect correctly, finally the device was connected to the cool flow pump and the irrigation function was found working correctly, no leakage was observed a device history record evaluation was performed for the finished device 00001353 number, and no internal action related to the complaint was found during the review. The air emboli reported by the customer was not confirmed however, the customer's opinion is that the cause of the event was procedure and incorrect use of biosense webster product. The root cause of the adverse event remains unknown. No CAPA activity is required now since the device was found working correctly. Similar complaints are monitored monthly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with carto vizigo¿ 8.5f bi-directional guiding sheath - medium and suffered air embolism requiring no intervention. It was reported during an atrial fibrillation case, an air emboli was noticed. There was st elevation observed on the patient's ECG signals on the recording system. The air emboli was confirmed by fluro x-ray. The air emboli was aspirated out of the patient by the cardiologist. The patient was reported to be in stable condition. The event was discovered during use of biosense webster product. The physician¿s opinion is that the cause of the event was procedure and incorrect use of a biosense webster product. No medical or surgical intervention was required. The patient had fully recovered. An extra day of hospitalization was required to monitor for neurological problems. Since an air embolism may be life threatening it is an MDR-reportable event.